Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the olympus flushing pump foot pedal would not reinflate unless it was disconnected from the olympus flushing pump. The issue occurred during an unknown therapeutic procedure that was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and a correction. Corrected field: h6 type of investigation was inadvertently selected as b01 in the initial report, should have been b21 - type of investigation not yet determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the olympus flushing pump foot pedal would not reinflate unless it was disconnected from the olympus flushing pump. The issue occurred during an unknown therapeutic procedure that was completed with the same device. There were no reports of patient harm.